Manufacturer narrative:
This follow up is to report the expansion of the cordis s.m.a.r.t.® flex biliary stent system recall. Medical device recall (removal) expansion of res# (B)(4).

Manufacturer narrative:
After placing a 5x150 120cm vascular smart flex stent in the patient, the doctor noticed that the tip was loose. The product was returned for analysis. A non-sterile unit of product smart flex 5x150 vascular120cm stent delivery system was received coiled inside of a clear plastic bag. The stent had not been deployed and was still mounted properly on the device, and the hemostasis valve was received closed and tightened. A distal tip separation condition was observed. The distal tip was not included for analysis in the shipping plastic bag. No other damages or anomalies were observed. Per microscopic analysis no elongations, material transfer, adhesives or damages were observed on the separated area, therefore it seems that the distal tip was never attached to the inner lumen. The inner lumen distal section has a clean cut that is assumed was made by the normal manufacturing process before adding the distal tip. A product history record (phr) review of lot 258938 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, manufacturing may have contributed to the event, as evidenced by a lack of elongations, material transfer, adhesives or damages that we would normally expect under adverse conditions, during analysis. According to the instructions for use which is not intended as a mitigation of risk ¿. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a risk assessment and corrective/preventive action will be taken at this time.

Manufacturer narrative:
After placing a 5x150 120cm vascular smart flex stent in the patient, the doctor noticed that the tip was loose, as shown in a photo provided. Through the image it was possible to identify a piece of the system inside the catheter. There was no reported patient injury. The device was not returned for analysis. Instead, four images were received for analysis. Per clinician evaluation, image 1 shows a non-sterile unit with a distal tip separation. Image 2 needs translation to properly evaluate image. Image 3 shows an outer packaging box of a smart flex vascular stent system with lot# 258938 catalog number sf05150mv, manufacturing date 2021-06-28, use by date 2023-06-28. Image 4 shows a non-sterile unit inside a clear plastic bag, the separated distal tip is noted on image. Smart flex vascular stent system with lot# 258938 catalog number sf05150mv, manufacturing date 2021-06-28, use by date 2023-06-28 noted on image. A product history record (phr) review of lot 258938 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip~ separated¿ was confirmed as part of the picture analysis. The root cause of the reported event by the customer could not conclusively determined as part of the picture evaluation; therefore, it is not possible to establish whether it is related to the manufacturing process of the product. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that procedural and or handling factors such as the user¿s interaction with the device and vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) ¿system handling ¿ precautions. Do not use if it appears to be damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review suggest that the reported event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete and proper evaluation.

Event description:
After placing a 5x150 120cm vascular smart flex stent in the patient, the doctor noticed that the tip was loose, as shown a photo provided. Through the image it was possible to identify a piece of the system inside the catheter. There was no reported patient injury. Image 1 shows a non-sterile unit with a distal tip separation. Image 2 needs translation in order to properly evaluate image. Image 3 shows an outer packaging box of a smart flex vascular stent system with lot# 258938, catalog number sf05150mv, manufacturing date 2021-06-28, use by date 2023-06-28. Image 4 shows a non-sterile unit inside a clear plastic bag, the separated distal tip is noted on image. Smart flex vascular stent system with lot# 258938, catalog number sf05150mv, manufacturing date 2021-06-28, use by date 2023-06-28 noted on image. The device will be returned for analysis.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Picture analysis: no product was received for analysis, instead three pictures related to the reported failure were attached by the customer at the complaint file (B)(4). As part of the first picture, it could be observed the tip separated from the catheter. The second picture shows the outer box/label of smart flex and the following information can be read: catalogue # sf05150mv, lot# 258938 and use by date: 2023-06-28. The third picture shows the unit coiled inside a plastic bag, also a label can be observed with the same information listed in the previous picture. No other anomalies of the product can be noticed at the attached pictures. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The failure reported by the customer ¿catheter tip~pinsc-separated¿ was confirmed as part of the picture analysis. The root cause of the failure reported by the customer could not conclusively determined as part of the picture evaluation; therefore, it is not possible to establish whether it is related to the manufacturing process of the product. Neither the phr review suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation. Additional information is pending including the return of the device for analysis.